Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device system, noise and oversensing were observed and unable to be resolved. For this reason, the device and associated lead were removed and replaced with another boston scientific system. Both this device and lead were returned for laboratory analysis. No resulting adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this device system, noise and oversensing were observed and unable to be resolved. For this reason, the device and associated lead were removed and replaced with another boston scientific system. Both this device and lead were returned for laboratory analysis. No resulting adverse patient effects have been reported.